Manufacturer narrative:
H6: updated for final investigation results. D12: the reported needle separation represents a known complication or adverse event that can occur with the use of any suture and can arise as a result of a multitude of factors, including intraprocedural technical considerations. In the present case the use of a trochar was reported which can contribute to the reported event and act as a "sharp instrument" to help the needle separation. The gore-tex® suture instructions for use (IFU), for the appropriate region and time-period, was reviewed with respect to the complaint detail, and there are applicable statements. The IFU states the following: "misuse of this suture, like any other suture, can result in severe injury or death to the patient. As with any suture, care should be taken to avoid damage when handling. Avoid crushing or crimping the suture with surgical instruments or exposing the suture to sharp edges. Possible adverse reactions associated with the use of any suture include, but are not limited to: broken needles or damaged thread may result in extended or additional surgery or retained foreign bodies. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. H3: the device has been discarded at the facility. No product evaluation can be performed. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that the patient presented with a hiatal hernia was treated within an laparoscopic procedure. It was stated that the gore-tex® suture separated from the thread. Reportedly the used needle holder was placed on the thread approximately 1.5 cm from the needle, after which the suture and the needle holder were led through a port into the patient's abdomen. Reportedly the needle dropped of the thread when the needle holder came through the port. The needle landed inside the patient. It was stated that the needle was found in the patient, was removed successfully and the intervention was completed by using an identical gore-tex® suture. A longer intervention time has been reported, no further consequences have been reported for the patient.